Manufacturer narrative:
The meter and test strips were requested for investigation, however, the test strips are no longer available for return. No product was returned. Since no product was returned, the investigation could not be completed. No information was provided in the complaint that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The patient was tested at the laboratory at 2:34 p.m. With a result of > 9.95 inr. The patient was tested on the meter at 3:05 p.m. With a result of 1.7 inr. The patient was re-tested at the laboratory where the result was still "excessively high." The patient received unspecified treatment based on the laboratory result and not the result from the meter. The patient is no longer taking anti-coagulants and is no longer being tested on the meter. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. The reporter declined to provide any additional information related to the patient or the event.